Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level was recorded as "high," indicating it exceeded normal levels, but no specific value was given. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer planned to reset the malfunction code on the pump but had not done so yet, as they were not with the pump at the time of the report.